Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery due to critical pump error (open book image) alarm. Unable to perform the self test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was 102 mg/dl. Customer reported that they received critical pump error image. Customer also received a forced sensor detected alarm and during troubleshooting customer noted that the display was frozen but not completely blank. Customer was assisted with troubleshooting. The device will be returned for analysis.